Manufacturer narrative:
During inspection and testing, the foreign material clogging the nozzle was a black foreign object. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, as a result of component analysis, the material was found to be silicone. Black silicone-based substances, watertight packings, silicone-based adhesives, silicone members, etc. Are inferred, but since they are used in various applications, it was not possible to identify the specific origin of the foreign material. In addition, service found the water removal function did not meet standards due to the clogged nozzle. There was a leak due to wear of the up/down knob, angulation was insufficient and there was play of the angle knob due to elongation of the angle wire, the bending section cover was stained due to insufficient cleaning, the adhesive on the bending section cover was peeled off, the suction cylinder was scraped due to physical stress, the universal cord was crushed, the label on the scope connector was peeled off, and there were scratches on multiple parts of the device. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was a failure of the air and water supplies from the subject device. The device was sent to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged with foreign material, resulting in poor air/water supply. This report is being submitted for the malfunction found during evaluation of the device (foreign material). There was no patient or user injury reported due to the event.